Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon failed to completely deflate. The target lesion was located in the subclavian artery. A 8.00mm x 60mm x 135 cm (4f) sterling balloon was advanced to the target lesion to perform dilatation. The procedure was completed with this device. When the device was deflated, it was observed that the balloon could not be deflated completely. The balloon was still filled with contrast agent. As an 8 french sheath was used, the balloon was able to be removed together with the sheath. The procedure was completed without patient complications and the patient was reported to be stable. It was further reported 100% contrast was properly suitable for the inflation of the balloon. Deflation was then not possible. The target lesion was located in the over 70% stenosed subclavian artery. The lesion characteristics were noted be short length stenosis at ostium of subclavia.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon failed to completely deflate. The target lesion was located in the subclavian artery. A 8.00mm x 60mm x 135 cm (4f) sterling balloon was advanced to the target lesion to perform dilatation. The procedure was completed with this device. When the device was deflated, it was observed that the balloon could not be deflated completely. The balloon was still filled with contrast agent. As an 8 french sheath was used, the balloon was able to be removed together with the sheath. The procedure was completed without patient complications and the patient was reported to be stable.